Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with an unspecified saline breast implant and experienced right-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: 3504501bc, left serial #: (B)(4), right catalog #: 3505001bc, right serial #: (B)(4)) on (B)(6) 2020. The patient was fully recovered after the revision surgery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-dec-2021, the suspected medical device was returned for evaluation. On 4-jan-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed shell wear on the posterior aspect. Additionally, a tear measuring approximately 0.4 cm was found within the shell wear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).